Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver contacted support regarding a pediatric ilet user who had eaten dinner approximately two hours prior, was previously reading ¿high,¿ and was trending down to a glucose value of 382 mg/dl without symptoms; the caregiver asked how to announce ice cream when a ¿less than¿ dinner option was not available, and was advised to avoid additional carbohydrates until levels corrected and to use the usual meal announcement with later correction if needed. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included a troubleshooting and education session focused on meal announcements and correction strategy. Investigation of this case revealed user uncertainty regarding meal size selection rather than a device malfunction, with education provided on appropriate meal announcement and timing. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal size selection and timing.